Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer experienced blood glucose levels from 414 mg/dl. Customer's current blood glucose was 452 mg/dl. Customer also mentioned that they experienced blood glucose ranging from 400 mg/dl to 553 mg/dl. Customer treated high blood glucose with insulin pump. Customer did not mention any symptoms related to high blood glucose. The customer stated that the insulin pump was not on auto mode. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.